Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (1,750 mcg/ml at 548 mcg/day) via an implantable pump. It was reported that the patient had fluctuating spasticity despite previous catheter revision in (B)(6) 2025, and a normal dye study done. The physician stated that the patient had other pathology in superior cervical spine. He wanted to replace the pump to eliminate that as a possibility. The pump and the side of the catheter will be replaced. The issue was not resolved.

Manufacturer narrative:
Product analysis: (B)(4): the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp clarified the report of 'other pathology in superior cervical spine' that the patient had cervical stenosis at c4-5 above the previous c5-7 fusion performed at the time of their spinal cord injury. It was reported that the patient's spasticity is a result of their spinal cord injury and cervical quadriplegia c5-7. The actions taken to resolve the patient spasticity included a new baclofen pump placement which resolved the patient's symptoms of alternating overmedicated and undermedicated states. The hcp noted a request was made for the pump to be returned for analysis and to contact the manufacturer's representative (rep) regarding tracking details.